Manufacturer narrative:
This report is filed may 19, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the abutment site. The patient was prescribed antibiotics (date not reported) however, the issue did not resolve. Subsequently the patient underwent a surgical procedure to wash the site and thin the skin flap; during the same procedure the abutment was exchanged. The implanted device remains.